Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and rupture.

Event description:
Healthcare professional reported "rupture", "seroma fluid surrounding" and "fluid formation". This record is for left side. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., h.6.

Event description:
Healthcare professional reported "rupture", "seroma fluid surrounding" and "fluid formation". Later healthcare professional reported "accident". This record is for left side. The device was explanted.